Event description:
It was reported that, during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported that, there were no pieces left behind in the patient and the procedure was completed successfully. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation, it was discarded. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause of this failure is multi-factorial.